Manufacturer narrative:
The customer indicated that the devices were discarded. Representative devices from the same lot are expected to be returned for investigation. They have not yet been received.

Event description:
General report received of an unspecified number of undocumented incidents of leaks; subsequently blood loss was noted. The customer contact reported that the male adapter plugs were connected to the patients' catheters. After unspecified lengths of time in use, the nurses reported that the male adapter plugs leaked a "small amount of blood" at the catheter connections. The male adapter plugs were either replaced or IV tubing sets were connected directly to the catheter hubs and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.